Manufacturer narrative:
Date of event: (B)(6) 2018. Sc-1110) (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.